Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information this left ventricular (lv) lead was not successfully implanted as the physician was unable to track the lead over the wire down the targeted narrow and tortuous vessel. It was observed that the coronary sinus cannulation was difficult and the physician felt it was due to the tines on the end. This lv lead was never in service. No adverse patient effects were reported.